Manufacturer narrative:
The 4.5 footprint ultra pk suture anchor assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One used 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal end of the anchor has broken at the suture slot. The broken portion was not returned for examination. The inner plug remains in the proximal end of the anchor. Dimensional assessment of the remaining portion of the anchor confirmed it met print specifications. Functional assessment of the inserter was performed and was found to function as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: off axis insertion of the anchor. Excessive force placed on the anchor during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery the anchor broke when it was fixed in the bone. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.